Event description:
The patient reported that on (B)(6) 2021 patient went to the emergency room for treatment of a rash the patient experienced while using the v-go 40 device. Patient reported has been using v-go for 3 and one half years and in the past 3 months patient has been experiencing a rash and itching at all sites patient applies the v-go device. Patient stated that she follows proper cleaning procedure before application and within hours of v-go use the itching, red/inflammation/swelling and rash appear and it takes weeks or more to resolve. Patient reported that she was treated at the emergency room of (B)(6) memorial hospital, (B)(6), with anti-allergy medications and creams before being released. Patient stated she has had to go to the ER a couple of times to have the rash treated and the device was removed for observation. Patient reports that the rashes appear daily and even with moving the device to a different location on her abdomen the rash does not resolve within a reasonable amount of time.